Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the display's lcd assembly. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the accutorr v monitor's display, which may have affected patient monitoring. No patient injury was reported.